Event description:
The affiliate reported a customer who had an employee who complained of "breathing issues, flashing vision, and headache" when working with disopa solution. The employee was not wearing any personal protective equipment (ppe) and the ventilation of the room is unknown. The employee recovered without seeing a doctor or receiving treatment. The customer reported that they are working to improve ppe and the ventilation of the room.